Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader did power on with button depression and with strip insertion. Reader also powered on with insertion of usb cable and no issues with charging was observed. No malfunction or product deficiency was identified, therefore, it is not confirmed.

Event description:
Customer reported her adc freestyle libre reader "no longer works properly" and as a result, she was unable to monitor her glucose levels. Customer experienced unspecified symptoms of hyperglycemia and had contact with a nurse who diagnosed her with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre reader "no longer works properly" and as a result, she was unable to monitor her glucose levels. Customer experienced unspecified symptoms of hyperglycemia and had contact with a nurse who diagnosed her with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader "no longer works properly" and as a result, she was unable to monitor her glucose levels. Customer experienced unspecified symptoms of hyperglycemia and had contact with a nurse who diagnosed her with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.